Event description:
The ipp device was implanted in 1992. A revision surgery occurred to repair the tubing, date of surgery was not provided at this time. Info received in 2000, from the pt indicates that cylinder had inflated and when pt rolled onto their stomach the right cylinder/reservoir "burst" the "bursting" of their reservoir "caused me to bleed internally at that site and I had a huge loss of blood according to my doctor." The pt indicates the doctor said, "the tubing was too close to the artery from the 1992, implant, and that's what caused the bleeding."

Event description:
Information received on 12-14-00, indicates on 10-09-00, a surgery occurred due to fluid loss from "cylinder".